Event description:
Pt was transferred to cardiac cath lab for intracoronary radiation as part of a ptca stent procedure. Pt had been given a bolus dose of heparin per protocol at 70 mg/kg but was not placed on add'l heparin infusion. Because of evidence of distal embolization, the pt was placed on reopro post cardiac cath. Approach for the stent procedure was via the left groin. Proximal left anterior descending artery was 99% stenosed. Pt also had other coronary disease including 50% diffuse ostial disease, mid-left anterior descending disease 60%, diagonal 1 ostial disease 70%, diagonal 2 proximal disease 90%. An angio-seal device was placed in the left groin uneventfully at the end of the procedure. About ten minutes after the pt arrived in the cardiac cath lab recovery room following completion of the procedure, the pt complained of abdominal pain and the need to have a bowel movement. Approx 30 minutes pt suddenly dropped blood pressure, because pale, and pulse stopped. Pt had a cardiac arrest requiring resuscitation. Pt was vigorously volume resuscitated with 8 units of blood, 4 liters of normal saline, intubated, and placed on mechanical ventilation. Hemoglobin was 3.0 and dic was suspected. Pt developed lower abdominal distension suggestive of intra-abdominal bleeding from hematoma. Vascular surgery was consulted emergently. Pt was taken emergently to the operating room for exploratory laparotomy and further resuscitation. A large pelvic hematoma extending into the right and left femoral regions was noted. No distinct bleeding was noted from iliac artery. Pt appeared to be significantly coagulopathic with oozing. Volume resuscitation was continued with addition of 7 units fresh frozen plasma, 12 units platelets and administration of calcium as needed. The left femoral artery was exposed via a vertical incision and an angio-seal device was present. Bleeding was noted from the left femoral artery at this juncture. Sutures were placed to achieve hemostasis. The angio-seal device remained in the pt. Doppler flow was present distally at the pedal level. Right femoral area was opened and sheath traced to the vein and removed with suture repair of the anterior vein wall. The artery was exposed and did not appear to be bleeding. Gelfoam soaked with thrombin was applied in the left pelvis region and retroperitoneum was closed. Area appeared to be hemostatic although moderately swollen. Groins were closed with suture. Abdomen did not appear closable at conclusion of the procedure. A vac dressing was placed over the sutured site and sealed with occlusive draping. Pt admitted to ICU in critical condition but with stable blood pressure. Estimated blood loss during the procedure was 500-700cc. Abdomen was subsequently closed by a return to the operating room seven days later when swelling resolved. Postoperatively, the pt had anoxic brain damage (no neurological response), developed diabetes insipidus and remained on the mechanical ventilator. Aggressive measures were continued until the next day when the family agreed to remove the pt from the ventilator and pt expired. Autopsy was not performed.